Event description:
New information received noted that the patient experienced an infection and the system was explanted. There were no complications noted.

Manufacturer narrative:
Analysis found that only the distal end of the lead was received for analysis measuring 38.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-21582. It was reported that the patient presented remotely. Review of the transmission revealed that the right ventricular lead exhibited high pacing impedance, under-sensing, and loss of capture. The patient would continue to be monitored and was scheduled for further examination. Patient condition could not be obtained.